Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2012, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving hydromorphone (40 mg/ml at 12-13 mg/day) and fentanyl at an unknown dose and concentration. It was noted that there was "something else" in the pump, but the reporter did not remember what it was. The indication for use was non-malignant pain. The patient had a history of substance abuse. It was reported an inflammatory mass/granuloma was identified. The inflammatory mass had already been diagnosed. The imaging study performed was a cat (computerized axial tomography) scan. The exact date the inflammatory mass was identified was not known. It was unknown if there had been any escalation in dose increases. The patient was having neurological issues. The patient experienced weakness, trouble walking, and was numb from the left knee down. The patient was scheduled for surgery on (B)(6) 2015 to remove the granuloma. The patient would likely have decompression surgery. The hcp wanted to remove the mass but keep the pump intact. The doctor was considering removing the mass and the tip of the catheter. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 11-nov-2018 from the patient who reported that the mass pushing on her spinal cord in 2015 resulted in surgeries and a hospital stay. The patient stated that she was still falling a lot, but the falls were not related to her implanted devices. The pump was currently delivering dilaudid. No further complications were reported/anticipated. The following information was previously reported in manufacturer¿s report # 3004209178-2015-25763; however, it was determined that the information is applicable for this event: [information was received from the consumer regarding a pump system being used to deliver fentanyl and hydromorphone, both at unknown doses and concentrations. It was noted that there was ¿something else¿ in the pump, but the reporter did not remember what it was. The indication for use was non-malignant pain. It was reported that the patient had back problems and her left leg from her knee down was numb. The physician ordered a magnetic resonance image (MRI). The change in therapy/symptoms was considered gradual. The patient fell in july 2015 and things had been getting worse ever since. The patient needed to use a cane and a walker. It was later reported the patient was falling a lot. The patient fell down some stairs on 2015-dec-23 and also fell hard onto her knee right after that. The change in therapy/symptoms was now considered to be sudden. It was reported that a computerized tomography (CT) scan myelogram was done after the fall and the healthcare provider (hcp) noted the ¿lead¿ was in the spine. When asked to clarify if this referred to a pump system catheter or a stimulator system lead, the reporter stated that it was ¿a lead or something is hitting something.¿ the stimulator system was placed higher than the pump and the leads were occipital. The numbness and trouble walking got worse every day. The patient was admitted to the hospital for a nerve conduction and that showed that something was ¿pinched off.¿ the patient was being admitted to the hospital on 2015-12-28 to see a neurosurgeon. It was noted the pump worked great to treat the patient¿s symptoms and the patient did not want to lose it. The patient also had an implanted neurostimulator system implanted at the time of the event. Follow-up information was requested to determine what was ¿pinched off,¿ what diagnostic tests were performed, what actions/interventions were taken as a result of the event, and the root cause of the event, but no additional information was obtained. A supplemental report will be submitted if additional information is received.]